Event description:
Additional information received reported that a patient was being 'shocked for about a month.' It was stated that the patient had a return of symptoms and that she had been 'gushing' for a 'couple' days. The patient turned down her stimulation at night because she was getting a 'pulsing sensation on her vagina.' It was state that the patient had an appointment scheduled with the company representative on (B)(6) 2012. When this was reported it was stated that the patient was on program 3 at 6.5 v and was not getting symptom control. The patient switched to program 4 and turn stimulation up to 4.5 and reported feeling stimulation in the bicycle seat area. Two days later, it was stated that the patient was feeling a shocking or jolting sensation when stimulation was on. It was stated that the patient had her stimulation at 4.0v and when she 'got into a car she felt shocking in her buttocks.' It was stated that the patient also felt shocking while she was swimming. Turning stimulation off was discussed, but the patient did not want that because she 'didn't want to lose the help the therapy provides.' Three days later, it was reported that the patient was on program 4 and it 'shocked' her so she changed to program 2 and decreased stimulation, but then the patient started 'gushing and peeing.' It was stated that the patient was 'fine during sleeping on program 4 at 4.0v but then got shocked the next day and had to decrease to 2.1v.' It was stated that the patient increased the stimulation but 'got shocked' when she bent over to tie her shoes. Four days later, it was reported that the patient was on program 4 at 2.0v and it was stated that 'it seemed very strong in her right buttock. She felt that she was getting a shocking sensation.' It was stated that the patient was going to have her doctor evaluate the system on the following monday and it in the mean time she was going to turn her device off. Further information has been requested, but was not available at the time of this report. If more information is received, a follow up report will be sent.

Event description:
It was reported that about a week prior, the patient went to her healthcare provider (hcp) and it was "determined" that her device was off, but the cause was not known. After two hours, her device was turned back on and she was being shocked. It was noted that the patient was still getting shocked and kept decreasing the device down to 2.0v and was not getting "good" efficacy. The patient was feeling stimulation in her vagina and buttock at night and had to turn it down. Two weeks later, it was also reported that the patient's device was "all over the place". The patient had had "a lot of problems", could not sleep and felt "pounding" in her vagina. She leaked the night before and on the day it was being reported, she had rectal leakage. The patient's program was changed, and it was noted that the program at 8.5v worked. Additional information received 5 days later indicated that the patient was "doing well" and the issue was resolved. The following day, it was reported that the patient was having a "lot of difficulty" with her unit. Patient was on a different program at night and another during the day. It was stated that the device was causing "throbbing" in her vagina and the throbbing had started about a month prior. It was noted that the patient had had 2 episodes of incontinence the previous day. It was unclear if the patient's issues had been resolved previously. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot# v753436, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
Product ID 3093-28, lot# v753436, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient.

Event description:
Additional information received reported that the device was replaced. The reporter stated that the patient was doing fine.

Event description:
Additional information received reported that the patient lead was broken. The reporter stated that the patient was scheduled to have a revision of the lead in the near future. The device was turned off. Three weeks later, it was reported that the case was set for (B)(6) 2013. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).